Event description:
Information received by medtronic indicated that the customer reported damage to the battery cap. Troubleshooting was performed and metal part was came off. The insulin pump case was intact. No harm requiring medical intervention was reported. Replacement battery cap will be provided to the customer. The insulin pump will not be returned for analysis. It is unknown if the customer had continued to use the device.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.